Manufacturer narrative:
H6: investigation summary: a sample was received and tested by our quality team. The conditions under which failure is reported were replicated to the best ability. The second spike was clamped and a blue dye solution was ran through the main spike. Even with a backpressure applied to the set with occlusion and more blue dye solution injected into the smartsites, the backflow was not replicated. Due to the nature of this complaint, it can be possible for backflow to occur when only one spike is in use as the clamp is meant to stop fluid flow but not air. It is understood that these are desperate circumstances and that a single spike set was not available but it is imperative that single spike lines be used when only infusing one fluid bag. A device history record review could not be performed because a lot number was not provided by the customer. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the as lvp bld180m 15d ss tubing set leaked from the unused spike during use. The following information was provided by the initial reporter: "the item reference # is 2477-0007. We have a double spike tubing set and have been having issues with the unused spike leaking or causing issues."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the as lvp bld180m 15d ss tubing set leaked from the unused spike during use. The following information was provided by the initial reporter: "the item reference # is (B)(4). We have a double spike tubing set and have been having issues with the unused spike leaking or causing issues."